Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window, missing reservoir tube o-ring and cracked battery tube threads. Unable to perform the displacement test due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 489mg/dl at the time of the incident. The customer reported that the customer was having high blood glucose and treated with the pump but the blood glucose did not go down, they went up. As she was looking at the pump she had seen the damage on the pump and the reservoir was able to come pump of it without having to turn it. The piston rod was just pushing the reservoir out of the pump. The reservoir was unable to lock in place when inserted into pump. The customer declined high blood glucose troubleshooting as she believed that this damage is why her blood glucose was high. The insulin pump will be returned for analysis.